Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections d4 ,h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no scope images is due to the failure of the patient board and the connection of the video connector was loosened. Prolong use of the device contributed to the malfunction because it has been approximately eight years since the device was manufactured. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation, the unit failed inspection for no image with the 180 scopes due to a faulty ap and dr patient board sets that require replacements. Additionally, a worn scope socket causes loose connection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that a cv-190 video processor is unable to display scope images. There was no patient involvement, no harm or user injury reported due to the event.